Event description:
The facility reported that this pump underdelivered. Per the facility representative, the pump administered only half of the meds. It was not known if this was discovered while infusing. The facility representative stated that no incidents or medical intervention was reported on this pump. Although requested, information regarding patient demographics, medication involved and pump programming was not available.